Manufacturer narrative:
The returned ipg was analyzed and was found to be in hibernation. The ipg was fully charged in one cycle. The patient's ipg database was reviewed which verified that the stimulation had been on all the time, even during charging cycles. The battery depletion rate after turning the stimulation off was slightly higher than the expected range. A product labeling review identified that the device was used per the instructions for use (IFU) / product label. Additionally, over time and with repeated charging, the battery in the stimulator will lose its ability to recover its full capacity. This is noted within the IFU as a potential complication associated with the use of the device. With all the available information, boston scientific concludes the reported event was not confirmed. The returned ipg was received in hibernation but was able to be fully charged in one cycle. The patient's ipg database was reviewed which verified that the stimulation had been on all the time, even during charging cycles. The battery depletion rate after turning the stimulation off was slightly higher than the expected range. The most probable cause for this complaint is a known inherent risk of device.

Event description:
It was reported that the patient's scs system was explanted and replaced due to difficulty charging the ipg. The patient is expected to fully recover following the explant procedure.

Event description:
It was reported that the patient's scs system was explanted and replaced due to difficulty charging the ipg. The patient is expected to fully recover following the explant procedure.